Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The no image error was detected during testing and the image disappeared due the connector plug inside the camera head being pulled too hard on the cable. In addition, the connection cable had a break, resulting in the reported issue (no image). Service also found the adapter was off-center, which caused the displayed image to wander, and the labeling on the housing was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no image from the camera head during preparation for use, prior to a procedure. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the investigation confirmed no image most likely due to a cable malfunction. The specific root cause of the cable malfunction could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.